Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported difficulty with obtaining stable signal between sensor and transmitter. The sensor was requested for further evaluation, however, it was not received by the time of complaint closure. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction. The user was referred to their hcp for a sensor replacement.